Event description:
On 1/28/94, during the administration of dialysis, at approx the second hr into treatment, an 87 yr old male became severely hypotensive, venous pressure and tmp increased dramatically and venous lines and chambers were noted to be dark. These events occurred simultaneously. Pt was treated for hypotension, venous lines in dialyzer were changed and treatment was re-initiated with recurrence of stated symptoms. At that point, treatment was discontinued and a post treatment weight of 2.5 kgs below the dry weight was documented. After treatment was completed, and due to the pt's post treatment weight, the ultrafiltration rate was checked and readjusted. The pressure hold test was performed. This is a computerized machine check of all systems. The test indicated that all systems were performing normally. The pt's symptoms were attributed to an access stenosis. Second pt, a 32-yr-old male weighing 131 lbs, began treatment with the same dialysis machine.within the first 35 mins of treatment, the pt became severely hypotensive, venous pressure and tmp increased dramatically, and venous lines and chambers were noted to be dark. Treatment was immediately terminated. One liter normal saline was given to treat the hypotension. Because the pt was still above his "dry" weight, treatment was successfully re-initiated on another machine. The dialysis machine was pulled from service and the MFR was notified. F/u with pts indicated there were no long term adverse effects.